Event description:
While programing my minimed 723 pump, I accidentally set it to pump the maximum amount of insulin rather than 0.0 which is what I wanted to do. The main menu will allow the down arrow button to scroll from 0.0 units to the programmed maximum insulin dose, which in this case was 12 units. I was unaware of this until I almost passed out at home and consumed a large quantity of sugar to counteract the insulin. This is a significant safety issue and should be corrected by medtronic, as it can cause unconsciousness; particularly dangerous if driving a car.